Event description:
A report was received that the patient's ipg was implanted too deep and the charger could not charge the ipg. The patient underwent a pocket revision, during which, the physician moved the ipg to a new location. The patient was reportedly doing well following the procedure.